Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose and top of insulin pump screen there was a question mark. The customer blood glucose level was 648 mg/dl at the time of incident and other blood glucose value was 250 mg/dl. Customer reported that auto mode was off. The insulin pump will not be returned for analysis.